Manufacturer narrative:
(B)(4). Date sent: 12/14/2019. Date of event: publication year of 2013. Batch # unk this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic vs robotic-assisted surgery for endometrial carcinoma in a centre with long laparoscopic experience. Authors: h. Turunen , p. Pakarinen , j. Sjöberg & m. Loukovaara. Citation: journal of obstetrics and gynaecology, october 2013; 33: 720¿724 / doi: 10.3109/01443615.2013.812623. The purpose of this retrospective cohort study was to compare the surgical outcomes of laparoscopic and robotic hysterectomy for the treatment of endometrial carcinoma. A total of 217 female patients underwent hysterectomy for endometrial carcinoma by traditional laparoscopy (n=150, mean age 67.4 ± 10.6 years, mean bmi 28.8 ± 5.9 kg/m2) or robotic-assisted surgery (n=67, mean age 65.4 ± 8.5 years, mean bmi 28.2 ± 5.7 kg/m2). In the laparoscopic cases, the harmonic ace ultrasonic device (ethicon endo-surgery) was used for tissue dissection and vessel sealing. The cuff was closed vaginally. Perioperative complications included estimated blood loss = 1,000 ml (n=2); vaginal cuff haematoma/minor cuff separation not requiring re-closure (n=2); vaginal cuff haematoma/dehiscence requiring re-closure (n=3); and vaginal cuff haematoma requiring re-closure, infection with re-admission (n=1). Robotic surgery is feasible for the treatment of endometrial carcinoma, but does not provide short-term benefits compared with traditional laparoscopy in a centre where laparoscopy has been established as the standardised minimally invasive surgical method.